Manufacturer narrative:
The sample information was not provided. Qc was within the customer's established ranges during the event. On (B)(6) 2011, system check was performed and met specifications high). A bci field service engineer (fse) performed: system check which was within specifications high sensitivity system check (hssc) failed. Fse flushed the vacuum pump, when the pump noted a leak. Fse replaced the vacuum pump. Hssc was repeated and failed. Fse replaced the wash valve sensor flag and rerun the hssc which met specifications. Although hardware issues were addressed, a clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving accutni results above the acute myocardial infarction (ami) cut-off for one patient that did not match the patients' clinical picture. The result was generated by the unicel dxc 600i synchron access2 clinical system. The sample was repeated on the same unit and higher result was obtained. Neither result was reported out of the laboratory due to the difference between the results. The patient was redrawn and the sample tested on the same unit and a normal reference range result was obtained. Patient results are provided. Patient treatment was not impacted by this event.